Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. This device was included in a field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had unexpected battery longevity because it lasted less than five years. The device was explanted and replaced. It was also reported that the right atrial lead was not capturing and had low impedance. During the revision procedure, insulation damage was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.